Event description:
On (B)(6) 2023 03:00:10 *rv tip to rv coil lead impedance 171 ohms. Came out as an alert on rv tip to rv coil lead impedance warning on (B)(6) 2023. Rv impedance trend is stable since. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).